Event description:
Revision surgery - due to the patient experiencing pain. The surgeon decided to change the lima proximal body from a size 60mm to a size 70mm to increase the length.

Manufacturer narrative:
The reason for this revision surgery was reported as pain the patient was experiencing after 1.5 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this product ((B)(4)), first for this lot. The root cause for the patients pain could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.